Event description:
The medical team in 2021 had an impella cp support. In (B)(6) 2022 the surpass study team reviewed the case and found a hemolysis complaint. When the cp was replaced the team made choice to escalate to the impella 5.5 and ECMO.

Manufacturer narrative:
The medical center discarded the impella pump in 2021, and as such no benchtop testing and analysis is possible. Only the clinical report and surpass study documents could be reviewed. The root cause of the hemolysis was determined to be improper pump positionining. This is a technique/use error. The failure mode will be monitored and trended.